Event description:
In 2008, the pt reported that she received an e4 (occlusion) error on her backup infusion device. The pt had disconnected the infusion tubing and cartridge from the infusion device and was able to perform a 3 unit bolus without error. She reinserted the insulin cartridge and performed a bolus and received an e4. To troubleshoot, the pt was instructed to perform a prime through the adapter with the insulin cartridge in the infusion device. She was able to do so without error. She reconnected the infusion tubing and performed a 3 unit bolus and received e4. The infusion tubing and infusion site were changed the previous day. The pt did not have another infusion tubing and stated she would call back when she returned home. The pt's father later reported that the infusion device continued to occlude after changing the infusion tubing. The pt stated that the infusion device will prime but will not bolus. Her blood glucose was elevated to 540 mg/dl and she switched to injection therapy. On the next day, the pt stated that her blood glucose measured 210 mg/dl when she woke up. Symptoms of elevated blood glucose were "muscle cramps, can't hardly breath, really tired." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.